Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 44860. This alarm event pauses the delivery of the pump until the error is addressed. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9: product received date 5/27/2025. H3/h6: one device was returned for analysis of complaint of error code 44860. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found contaminate in the usb port, ac port, and housing. Device would not power up for testing. Complaint was confirmed. Probable cause was defective printed wiring assembly.